Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that his bg readings had been in the 180 mg/dl range for the past few days. Due to the user's high readings, the user stated that he discarded his cartridge of strips and opened a new cartridge of strips, which he reported gave him a normal range of bg readings for him. The user also stated that he has not been following an optimal diet lately, which he believes may have contributed to his high bg readings. The user reported that his morning bg readings are in the 120 mg/dl to 140 mg/dl range, but recently have been higher. In addition, the user reported that his post lunch bg readings are approximately 110 mg/dl but are sometimes as low as 85 mg/dl. While on the phone with dario's representative, it was determined that the user was storing his strip cartridges in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." In addition, the customer mentioned that he had previously glued the adapter (metal part) to the dongle, which could affect the bg results. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On august 27th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter high bg readings after opening his strips cartridge seven days prior. The user stated that he opened and tested with a new cartridge of strips, and his bg readings were in normal range for him.